Event description:
Plaintiff was employed as dental assistant who wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges suffering the following symptoms: rhinitis, respiratory problems, hives, contact dermatitis, headaches, extreme discomfort, depression and emotional distress.